Manufacturer narrative:
A partial lead with the connector pin measuring 12.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER with presyncopal symptoms. Rhythm strips showed pauses in pacing of 3-4 seconds. There was a jump in pacing lead impedance and an increase in capture threshold. The physician suspected lead noise. It was noted that the lead was in the acute phase of fracture. The lead was rechecked on the pacing system analyzer and measured high. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the surgery well and was in satisfactory condition. He was discharged home the day after surgical procedure.